Manufacturer narrative:
He reported incident was confirmed. Microscopic inspection of the returned leads identified a kink in the lead body where all the internal wires were broken. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Event description:
Related manufacturer reference number: 1627487-2019-06063.

Manufacturer narrative:
Investigation results will be provided in final report.

Event description:
Reference MFR. Report #1627487-2019-06063. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention was undertaken during which the patients leads were explanted and replaced. Surgical intervention addressed the issue.